Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare field representative that an iw951 infant warmer cosycot was difficult to maneuver. One of the nurses at the medical center injured her shoulder as she was moving the cosycot. It was further reported that the nurse required surgery due to a torn tendon.

Manufacturer narrative:
(B)(4). The complaint base of the iw951 infant warmer was not returned by the medical center to fisher & paykel healthcare for evaluation. An attempt was made to obtain additional information. However, the hospital were unable to confirm which iw951 infant warmer had been involved in the incident. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. The cosycot infant warmers such as the iw951 are designed to be moved from one place to another thus incidents such as accidental bumps, or collisions of castor wheels to the walls or uneven surface during transportation are expected. Infant warmer overloading with accessories may also damage the castor wheels over time. The product technical manual of the infant warmer recommends at least an annual routine service and it also state the following: "care should be taken to ensure that maximum total accessory weight on the warmer does not exceed the maximum specification." "Where possible, evenly distribute the weight of accessories on both sides of the unit."

Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare field representative that an iw951 infant warmer cosycot was difficult to maneuver. One of the nurses at the medical center injured her shoulder as she was moving the cosycot. It was further reported that the nurse required surgery due to a torn tendon.

Manufacturer narrative:
(B)(4). The complaint iw951 infant warmer cosycot is not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.